Manufacturer narrative:
According to the customer contact, a patient was burned by a grounding pad on (B)(6) 2023 and was given "was given otc triple antibiotic ointment day of procedure to take home and apply to the affected area. Physician called in clindamycin 300mg q 8 hours for 7 days". It was reported, that on (B)(6) 2023 "patient was seen in clinic as follow up-patient has skin burn degree 1( 3 cm by 3 cm) over right lateral abdominal area at the site of grounding patch that has improved a lot in the last two days. Patient does use dressing. Ointment including vaseline as needed and reports that it has gotten much better. No drainage, no open wound, slight erythema, small 1cm x 1 cm serous blister present on the front edge." A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient burn.